Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the dependent patient presented to the hospital experiencing dizziness and lethargy. Upon interrogation, the pulse generator exhibited frequent loss of output and the right ventricular lead exhibited loss of capture. It was noted that when the patient laid in the bed, no loss of capture episode was noted despite pocket manipulation. Episodes of loss of capture could be noted when the patient was standing and elevating her hands. On (B)(6) 2018 the pulse generator was successfully explanted and replaced and the lead was capped and replaced. The patient was in stable condition before, during and posts surgery.

Manufacturer narrative:
The reported field event of no output was not confirmed. The device was tested on the bench and no anomalies were found. The device was found to be normal.